Event description:
The catheter dislodged from excessive twisting when the patient walked. A new spinal segment was placed and spliced to the existing pump segment. Good flow was achieved and the patient was given strict restriction to prevent future catheter migration.